Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during a lynx mid urethral sling placement with cystoscopy procedure performed on (B)(6), 2009, for the treatment of stress incontinence and prolapse. During a follow up visit on (B)(6), 2010, the patient presented with pelvic pain. The last 2 weeks the patient was also experiencing some right-sided cramping and pain. The pain was noted when the patient started driving one of the older school busses which required a lot more effort to compress the breaks. No treatment was needed for the pelvic pain reported by the patient. The patient had a past medical history of hormone replacement and had hysterectomy procedure in 2005. The patient is currently taking estradiol. During a follow up visit on (B)(6), 2013, the patient is now experiencing urinary urgency and pain. The patient also reported that after urinating, thinking that she was done, she starts to urinate again while standing. Pain was also felt in her lower left abdomen resulting in her inability to perform certain exercises due to pain in abdomen. During a follow up visit on (B)(6) 2018, the patient was referred due to multiple urogynecology complaints such as urinary incontinence, vaginal prolapse, bladder/pelvic pain, sensation of incomplete emptying of the bladder, vaginal bulge and painful sexual intercourse interfering with her life activity. Most of these symptoms are aggravated by standing and walking. However, these are partially relieved by laying down. The patient is experiencing stress urinary incontinence episodes on a daily basis which is persistent. She also complained of nocturia and waking up at night multiple times to void interfering with her sleep pattern. She reported gross hematuria in the past. The patient also reported superficial and deep dyspareunia making her refrain from sexual intercourse. It was also reported that the patient experienced hematuria and abnormal vaginal bleeding. During a follow up check up on (B)(6), 2018, the patient reported to experience urinary incontinence, vaginal prolapse, mesh erosion and obstructive voiding symptoms. Her stress urinary incontinence is aggravated by laughing, coughing, sneezing, exercising and exertion. Alternative surgery was discussed. On (B)(6), 2018, the patient underwent revision surgery and implanted with a trans obturator mid urethral sling (non-bsc). Patient tolerated the procedure well and transferred to pacu in stable condition. The patient was prescribed with ciprofloxacin and flagyl, which she immediately started the night after consult. At home, her temperature was taken and was over 102 and the patient is also having chills. Upon presenting at the ER on (B)(6), 2018, her white blood cell count is 12.9, elevated lfts with total bilirubin of 1.8, alkaline phosphate of 203, alt of 245. The patient had significant sinus tachycardia up to the 140s on admission, which was resolved with IV fluids down to 80s. Urinalysis shows signs of pyuria. She was given a dose of ceftriaxone. Her physician recommended that the patient be given zosyn in case she has mesh infection and to undergo CT scan of the abdomen and pelvis. Additional information received on august 9, 2023 during the office visit on (B)(6), 2022, the patient shared that she had a procedure in 2009. After the procedure, she still had pain, but her current pain is in a different area and has a different nature than endometriosis pain, which is tolerable. Because of that, a month later, the patient returned to the implant physician, who did not recommend any treatment. The patient felt something in her legs, numbness in the pelvic region, and sharp pain that came and went. The patient started having incontinence and prolapse again. The patient also discovered a lump and soon discovered that her sling was eroded. Eventually, the patient had a partial mesh removal with a different physician in 2015. However, this did not help her with the pain. Initially, after surgery, the patient could be sexually active for a short time but had to stop due to severe pain. She also can't do some other activities that give her pleasure, such as cycling and horseback riding. Assessment: obturator neuralgia. Spastic pelvic floor syndrome. Pudendal neuralgia (disorder).

Manufacturer narrative:
B2: outcomes attrib to adv event, b5 and b7 have been updated based on the additional information received on (B)(6) 2023. Block b3 date of event: date of event was approximated to (B)(6), 2010, the date the patient had a first office visit due to symptoms. Block e1: this event was reported by the patient's legal representation. The implant surgeion: dr. (B)(6). Revision surgeon: dr. (B)(6). Block h6: patient codes e2006, e2328, e1309, e2311, e1405, e1906, e2330, e1002 and e0123 capture the reportable events of mesh erosion anterior vaginal, nerve injury, recurrent infections, pain, abdominal pain, obstructive voiding symptoms, incomplete emptying of the bladder, dyspareunia, hematuria, impact codes f1202 and f1905 capture the reportable events of inability to perform certain exercises and sling revision. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2009, implant date, as no event date was reported. This event was reported by the patient's legal representation. Patient's additional attorney: (B)(6). Surgeon: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling was implanted into the patient during on (B)(6) 2009. As reported by the patient's attorney, the patient has suffered physical impairment, emotional distress, abdominal and pelvic pain, joint pain, dyspareunia, recurrent infections, recurrent pelvic organ prolapse, recurrent incontinence, and likely chronic nerve injury. Reportedly, the patient is still receiving treatment.

Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during a lynx mid urethral sling placement with cystoscopy procedure performed on (B)(6), 2009 for the treatmet of stress incontinence and prolapse. During a follow up visit on (B)(6) 2010, the patient presented with pelvic pain. The last 2 weeks the patient was also experiencing some right-sided cramping and pain. The pain was noted when the patient started driving one of the older school busses which required a lot more effort to compress the breaks. No treatment was needed for the pelvic pain reported by the patient. The patient had a past medical history of hormone replacement and had hysterectomy procedure in 2005. The patient is currently taking estradiol. During a follow up visit on (B)(6), 2013, the patient is now experiencing urinary urgency and pain. The patient also reported that after urinating, thinking that she was done, she starts to urinate again while standing. Pain was also felt in her lower left abdomen resulting in her inability to perform certain exercises due to pain in abdomin. During a follow up visit on (B)(6), 2018, the patient was referred due to multiple urogynecologic complaints such as urinary incontinence, vaginal prolapse, bladder/pelvic pain, sensation of incomplete emptying of the bladder, vaginal bulge and painful sexual intercourse interfering with her life activity. Most of these symptoms are aggravated by standing and walking. However, these are partially relieved by laying down. The patient is experiencing stress urinary incontinence episodes on a daily basis which is persistent. She also complained of nocturia and waking up at night multiple times to void interfering with her sleep pattern. She reported gross hematuria in the past. The patient also reported superficial and deep dyspareunia making her refrain from sexual intercourse. It was also reported that the patient experienced hematuria and abnormal vaginal bleeding. During a follow up check up on (B)(6), 2018, the patient reported to experience urinary incontinence, vaginal prolapse, mesh erosion and obstructive voiding symptoms. Her stress urinary incontinence is aggravated by laughing, coughing, sneezing, exercising and exertion. Alternative surgery was discussed. On (B)(6), 2018, the patient underwent revision surgery and implanted with a transobturator midurethral sling (non-bsc).patient tolerated the procedure well and transferred to pacu in stable condition. The patient was prescribed with ciprofloxacin and flagyl, which she immediately started the night after consult. At home, her temperature was taken and was over 102 and the patient is also having chills. Upon presenting at the ER on (B)(6), 2018, her white blood cell count is 12.9, elevated lfts with total bilirubin of 1.8, alkaline phosphate of 203, alt of 245. The patient had significant sinus tachycardia up to the 140s on admission, which was resolved with IV fluids down to 80s. Urinalysis shows signs of pyuria. She was given a dose of ceftriaxone. Her physician recommended that the patient be given zosyn in case she has mesh infection and to undergo CT scan of the abdomen and pelvis.

Manufacturer narrative:
Additional informaiton: a2,b2, b3, b5, h6: patient codes and impact codes block b3 date of event: date of event was approximated to (B)(6), 2010, the date the patient had a first office visit due to symptoms. Block e1: this event was reported by the patient's legal representation. The implant surgeion: (B)(6). Revision surgeon: (B)(6). Block h6: patient codes e2006, e2328, e1309, e2311, e1405, e1906, e2330, e1002 and e0123 capture the reportable events of mesh erosion anterior vaginal, nerve injury, recurrent infections, pain, abdominal pain, obstructive voiding symptoms, incomplete emptying of the bladder, dyspareunia, hematuria, impact codes f1202 and f1905 capture the reportabel events of inability to perform certain exercises and sling revision. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.